Event description:
Invalid result(s). Invalid results. The user reported receiving a bold test (t) line but no control (c) line. Purchased at kaiser.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Manufacturer narrative:
Case outcome: records for the lot cov5028005 were reviewed and it was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection. The test results of retention samples from cov5028005 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not confirmed.

Event description:
Invalid result(s). Invalid results. The user reported receiving a bold test (t) line but no control (c) line. Purchased at (B)(6).